Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart, battery out limit and loose drive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there are many alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No a17 alarm, a21 alarm, battery out limit alarm noted. The insulin pump had minor scratched display window and broken reservoir tube lip.